Manufacturer narrative:
H2) device evaluation: annex a updated from a0405 (degraded) to a0413 (material separation). H3, h6: one device was returned for evaluation. Visual and functional testing were performed, and the pump was in used condition. The downstream occlusion (dso) seal bubble and separation was verified by visual inspection. The reported problem was confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion seal bubbled and separated. The event occurred during testing, there was no patient involvement.